Event description:
It was reported that, during testing, the device failed accuracy +6.15%. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, after running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Fluid ingression was found on the pump by the chassis base of the expulsor, which damaged the expuslor gasket resulting in the inconsistent delivery issue. Root cause of the reported issue is attributed to customer induced fluid ingression into the main body of the pump due to improper cleaning of the pump. Recommended that the expulsor assembly be replaced. The product is beyond 19 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400